Manufacturer narrative:
The DHR review highlighted that the lot whose claimed product belong to was released as conform according to specifications. Reviewing the database, other similar complaints were recorded from different customers but on different cannula lots in the last year. Investigation of the bond between the connector and tubing has indicated a strength limit related to the adhesive bond between these components due to the design of the connector. To increase the tip to tube pull strength, design changes of the connector are under investigation. The issue was addressed initiating a dedicated CAPA project. The risk is in the acceptable region. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
Patient information were not provided. DHR of the complained device did not identify any problem. At the submission of the case, the customer has submitted a photographic evidence that confirms the claimed disconnection. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA received a report that, in two (2) events, the tip of the atra sump cannula could easily disconnect from the body of the canulla during the robotic procedure. One (1) unit is available for investigation, the other one (1) is contaminated. There was no patient involvement.